Manufacturer narrative:
The customer declined service as there was no system performance issue. The sample was drawn into a plasma lihep tube. The sample was centrifuged at <5,000 rpm (rotations per minute) for greater than 5 minutes. The customer stated quality control (qc) was within specification prior to and following the event. System check data was not supplied by the customer. Customer product line support (cpls) laboratory tested the pt sample and obtained a true negative result for beta human chorionic gonadotropin (bhcg). Heterophile analysis indicated that there was no heterophile interference in the pt's sample. The root cause of the event is unk. As indicated per product labeling, the access total bhcg results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from additional tests, and other appropriate info. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-01986 and 2122870-2011-01991.

Event description:
The customer reported one false positive beta human chorionic gonadotropin (bhcg) pt result involving unicel dxi 800 access immunoassay system. This is report number one of three. The false positive result was reported out of the laboratory. There was no report of pt injury. A change in pt treatment was noted. The customer supplied beckman coulter, inc. With the pt sample for further analysis.